Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The device was used during a CABG procedure. Reportedly, the suture broke when the needle was pulled by the needle holder. No pt injury reported.